Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended. The physician elected not to make any programming changes. The patient will continue to be monitored.